Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a t4 stardrive screwdriver shaft tip broke during a procedure. The device broke while the surgeon was performing the open reduction internal fixation (orif) of a metacarpal. There was no delay in the surgery and no complications. This is report 1 of 1 for complaint (B)(4).